Event description:
Infection resolved following surgery.

Event description:
Patient presented at the emergency room on (B)(6) 2020 with fever and infection around the ipg and sense lead incisions. The entire implant was surgically removed on (B)(6) 2020.